Event description:
It was reported that during insertion of the iab the guide wire was removed and the catheter kinked, causing the pump to alarm. The iab was removed and replaced without any complications.